Event description:
During a low anterior resection the doctor could not remove the instrument after firing. The surgeon excised the tissue to remove the device. A new same like device was used to complete the case with no other pt consequences.